Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The right cylinder was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The used cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the used cylinder had a hole from wear in the proximal end of the cylinder. The used cylinder had wear at fold in the proximal end and middle of the cylinder. The leakage test revealed that the used cylinder had a leak from wear in the proximal end of the cylinder. The unused cylinder was microscopically inspected, and leak tested. The unused cylinder passed the visual inspection. No damage or abnormalities were found. The unused cylinder passed the leakage test. Based on the information available and analysis results, the reason for the hole/perforation and the mechanical issue was most likely determined to be a leak from wear in the cylinder from functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the right cylinder was identified. The right cylinder was removed and replaced. There were no patient complications reported.